Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached at 8,766 joules. Per the customer, the fiber cap was retrieved. No patient injury was reported.